Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) rising and high thresholds were noted. The ipg was then reprogrammed and remains in use. No patient complications have been reported as a result of this event.